Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse replaced the defective printed circuit board (pcb) to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the replacement printed circuit board (pcb) was defective on arrival and failed upon installation and power up. There was no patient involvement.